Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. No product will be returned.

Event description:
It was reported that the device had channel error and then I could not replicate the channel error to investigate but I'm assuming the pc unit wasn't charged up and gave the error message. I did not get the chance to look at the pc. Tested and verified proper readings at different flow and volume. There was no patient involvement.